Event description:
Boston scientific crm received info that this lead had become dislodged. During the lead revision procedure, the helix would not retract. The lead was explanted and replaced with a new lead. No adverse pt effects were reported.

Manufacturer narrative:
The mechanical performance of the lead under complaint were scrutinized. The analysis did not reveal any sign of a material or manufacturing problem. With regard to the dislodgement as mentioned in the complaint, the analysis did not show any deviations from the mechanical specifications. The fixation helix could be fully extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism.